Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. The customer's glucose level was treated with and insulin drip and then she was discharged twenty four hours later. The customer's blood glucose at time of call was 507mg/dl. The mother mentioned that the customer was sick with the flu. The customer was taken to an urgent care and she was giving a medicine to treat her vomiting. The mother stated that the medicine made the customer extremely hyper and had to take her to the emergency room. Troubleshooting was performed, and the drive support cap appears to be normal. The time, date, basal rates, and bolus wizard settings were correct. Assisted the caller to run a manual prime and the insulin did exit. Performed the high pressure test and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.